Event description:
The manufacturer was informed of this event through the patient tracking department. Based on the information received, a carbomedics mechanical standard heart valve m7-029 was implanted in the patient on (B)(6) 2022. Based on the information on patient's implant form, on (B)(6) 2022, a similar device m7-029 was implanted in the patient. The manufacturer has not received any allegation of device malfunction nor of serious injury on the patient from the site regarding this event.

Manufacturer narrative:
A complete manufacturing and material records review for the device was performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.